Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse noted micro air bubbles in the wash pump and replaced the wash and precision valve motors and rotors. After completion of the repairs, the fse primed the instrument and did not note any air bubbles. All verification testing passed within published performance specifications. In conclusion, a hardware malfunction is the cause of the event. Air was being introduced into the system, which would lead to insufficient washing of the unbound analytes. All MDR's associated with this report are: 2122870-2015-00198, 2122870-2015-00199, 2122870-2015-00200.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for five (5) patient samples. This report addresses the non-reproducible elevated access accutni+3 result obtained on (B)(6) 2015 for one patient (designated as patient (B)(6)). The customer repeated patient sample 1 on an alternate access 2 immunoassay system serial number (B)(4) and obtained a lower result, within the customer established reference range. The initial, elevated access accutni+3 result was released from the laboratory. There was no change or impact to patient care or treatment which occurred due to the non-reproducible access accutni+3 result. MDR 2122870-2015-00198 addresses the non-reproducible access accutni+3 results obtained on (B)(6) 2015 for one patient (designated as patient (B)(6)). MDR 2122870-2015-00199 addresses the non-reproducible access accutni+3 result obtained on (B)(6) 2015 for one patient (designated as patient (B)(6)). MDR 2122870-2015-00200 addresses the non-reproducible access accutni+3 results obtained on (B)(6) 2015 for two patients (designated as patient (B)(6) and patient (B)(6)). Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance. Quality control (qc), calibration, and system check were all performing within assay and instrument specifications at the time of the event. The patient samples were collected in lithium heparin plasma tubes and were centrifuged for three (3) minutes in a statspin centrifuge. No issues with sample integrity were reported by the customer.